Event description:
Reporter called to report that he received a text message from medtronic stating "urgent correction notice". Reporter stated the message was regarding the possibility of communication and delivery issues with his model insulin pump. The reporter stated that he has experienced an instance where his insulin did not bolus. The reporter also mentioned having very slow communication responses from medtronic.